Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported that the loss of signal resulted in the blood glucose alarm failing to trigger. The customer experienced unspecified symptoms of hyperglycemia and was unable to treat themselves. The customer had contact with a healthcare provider and received unspecified IV treatment for a diagnosis of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader magz205-j1741 was returned and investigated. Performed a visual inspection on the returned reader and no issues were observed. Data was extracted from the returned reader using approved software. Analysis was performed for the data graph and observed that signal loss alarms were caused by low or not present bluetooth signal. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). The low-temperature threshold value was checked and observed to be set to 00. Therefore, the issue forwarded to an extended investigation. Adc product quality engineering (pqe) investigated this alarm-2 (signal loss alarm) complaint. It was determined that the freestyle libre 2 sensor reported in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low-temperature ratio parameter of zero (0). The low-temperature ratio parameter setting should be set at 187. The incorrect low-temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result, the system will not be able to present glucose alarms. This failure mode was identified during the investigation of the track and trend review related to alarm-2 cases in april 2020. This issue was addressed in the field by adc fa1027-2020. Dhrs (device history review) for the fs libre sensor, fs libre sensor kit, and the libre reader were reviewed, and the dhrs showed the fs libre sensor, sensor kit, and the libre reader passed all tests prior to release. The temperature ratio setting is in the machine software and, therefore, not captured in the DHR. Therefore, this issue is confirmed to low temperature setting. Qr728102 was initiated to investigate and address this issue on (B)(6)2020. Immediate as well as corrective and preventative actions include: software on affected kit pack lines has been updated to prevent the resetting of the low-temperature parameter to ¿0¿. This action was completed on (B)(6)2020. Impacted product within manufacturing control was determined to either be immediately scrapped or reworked. Rework and scrap of all impacted product was completed (B)(6)2021. Update packaging line test limits and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. The completion date of this corrective action was (B)(6)2020. Update validation process to include requirements to perform functional testing of the product to user requirement specifications. This corrective action was implemented on (B)(6)2021. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated.

Event description:
A signal loss alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported that the loss of signal resulted in the blood glucose alarm failing to trigger. The customer experienced unspecified symptoms of hyperglycemia and was unable to treat themselves. The customer had contact with a healthcare provider and received unspecified IV treatment for a diagnosis of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc product quality engineering (pqe) investigated this alarm-2 (signal loss alarm) complaint. It was determined that the freestyle libre 2 sensor reported in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low temperature ratio parameter of zero (0). The low temperature ratio parameter setting should be set at 187. The incorrect low temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result the system will not be able to present glucose alarms. This failure mode was identified during investigation of the track and trend review related to alarm-2 cases in april 2020. This issue was addressed in the field by adc fa1027-2020. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The temperature ratio setting is in the machine software and therefore, not captured in the DHR. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. As per the qr initiated for this issue, immediate, corrective, and preventative actions were identified as follows: software on affected kit pack lines has been updated to prevent the resetting of the low temperature parameter to ¿0¿. Impacted product within manufacturing control was determined to either be immediately scrapped or reworked. Rework and scrap of impacted product is currently in process, with an anticipated competition of january 2021. Update packaging line test limits and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. Anticipated competition date of this corrective action is 18-dec-2020. Update validation process to include requirements to perform functional testing of product to user requirement specifications. Anticipated competition date of this corrective action is 23-dec-2020. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported that the loss of signal resulted in the blood glucose alarm failing to trigger. The customer experienced unspecified symptoms of hyperglycemia and was unable to treat themselves. The customer had contact with a healthcare provider and received unspecified IV treatment for a diagnosis of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event.